Manufacturer narrative:
Correction: the event description previously stated that blue particles were noted in the loading basin prior to loading the valve, however, it was only a single blue particle that was noted. The event description was corrected.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the loading system was intact. There were no blue particles received with the device. Flash markings or gouges consistent with historical events for blue particulate were observed on the catheter tip guide tube.

Manufacturer narrative:
Product analysis: the device has not been returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, blue particles were noted in the loading basin prior to loading the valve. The blue particle washed out with the water and the compression loading system (cls) was removed from the basin. A different cls was used. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.